Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a high blood glucose of 439 mg/dl. She stated that she was new to the insulin pump and wanted to know what the cause of the high blood glucose could be. Customer was advised to check the infusion set and she stated that the cannula was bent. Customer changed the infusion set and treated with a bolus. Nothing further was reported.